Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2: health professional ¿ (blank) and e3: occupation ¿ no information provided.

Event description:
It was reported, the camera head had an abnormal image. The issue occurred during preparation for use before an unspecified procedure. There was no delay or reports of patient harm.

Event description:
It was reported, the camera head had an abnormal image. The issue occurred, during preparation for use. Before an unspecified procedure. There was no delay or reports of patient harm.

Manufacturer narrative:
The supplemental report is being submitted to provide updated fields and final investigation results. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device was returned for evaluation. And the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation. It is likely, the following led to the malfunction: the image function did not function normally, due to the cable disconnection. Olympus will continue to monitor the performance of this device.